Manufacturer narrative:
Other text: two devices were returned for analysis. Visual inspection showed the devices were in good condition. A functional test was performed and the reported issue was not duplicated. The devices were connected to a pump and set to run with no abnormalities and no alarms activated. The cause of the reported issue was undetermined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable would not run once started even though primed. Removed disposable and tried to prime just disposable and tubing, had trouble priming, forced it to after several attempts (primed with pump) would not run for nurse. No patient injury reported.